Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as red with pimples and blisters. During a follow up, the patient reported that she spoke to her doctor who recommended leaving the device off for an hour to allow the skin to heal and using a powder on the area. The patient reported that the irritation was improving.